Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose was 229 mg/dl. Multiple attempts were made by tandem's technical support to troubleshoot and obtain additional information; however, a response was not received.

Manufacturer narrative:
Additional information was received stating that customer is continuing to have issues with an unresponsive touchscreen. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.